Event description:
It was reported that the pump was alarming "no disposable pump will not run". Alarm was silenced, but double beep persisted. Settings reviewed and the reservoir volume was 10 ml, continuous rate 2.3 ml/hour, and total given was 95.05 ml. Tubing was clamped, and the cassette was removed. Air bubbles were noted to be present in the cassette tubing. Cassette tubing massaged and cassette tapped gently on a hard surface then reattached, but alarm persisted. The above process was repeated, but the alarm persisted. Tubing remained clamped and the pump powered off. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.